Event description:
It was reported that the bronchofibervideoscope displayed a b30 communication failure error. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope displayed a b30 communication failure error. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 component code update to h2, h3, h4 and h6 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. <<see DHR examples as applicable to the investigation results>> should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.